Manufacturer narrative:
The device history records were reviewed and there were no nonconformancies believed to be related to the reported event. (B)(4). Iris damage is listed in the device labeling as a known inherent risk of glaucoma stent surgery. Submitted to FDA on: (B)(6) 2016.

Event description:
During attempted implantation of the istent, a 180 degree cyclodialysis cleft was created inadvertently and a portion of the iris was torn. The iris was successfully put back into the eye. Additional information has been requested.